Event description:
Boston scientific received information that this patient called boston scientific technical services (ts) stating that they could feel the device vibrating. Ts advised the device is not capable of that. Later the patient¿s physician called ts and stated that there was some noise and erratic impedance measurements followed by stable readings. Ts recommended seeing the patient to assess the right ventricular (rv) lead pace sense portion. Ts also gave some programming options if they would not revise the lead. The patient was later seen and defibrillation threshold (dft) test was done where there was non conversion noted and the patient will likely get a transvenous system implanted. The rv lead was surgically abandoned and replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This device was subsequently explanted and returned for testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.